Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the pulse generator exhibited a variation in the paced rate. The device was not implanted and was replaced.

Manufacturer narrative:
Analysis found normal device characteristics.